Event description:
It was reported that the patient had to charge the implantable pulse generator (ipg) frequently. The patient underwent an ipg replacement procedure. No further information could be obtained. Additional information received was that the patient was doing well post-operatively and the explanted device was not returned as it was kept by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred three months prior to the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had to charge the implantable pulse generator (ipg) frequently. The patient underwent an ipg replacement procedure. No further information could be obtained.